Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery for eight different infusion sets. The patient's blood glucose at the time of incident exceeded 500 mg/dl, which she treated with bolus deliveries and manual insulin injections. Troubleshooting could not occur since the most recent no delivery alarm was a past event. The customer did not want to return the infusion set or reservoir for analysis, and the call disconnected before the customer could be given advice. A message was left on the customer's voicemail to return the call. No products were shipped or returned.